Manufacturer narrative:
A supplemental MDR is being submitted for additional information received from an engineering evaluation. The following sections of this report has been updated: update to b4, g3, g6, h2, h6, h11. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. The provided imagery was reviewed by the clinical imaging team, and the following was noted: the whole implant (s3ur thv-surgical ring) is rocking as half or more of the circumference is not attached to the native tr annulus (at the septal region). The pvl and central regurgitation were observed. Native leaflet overhang. The valve was asymmetrical deployment with oval shape, which was likely leading to cusps malcoaptation. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The thv was implanted in the tricuspid position within a pre-existing surgical ring for this case. The sapien 3 ultra resilia (s3ur) with the commander delivery system (ds) was indicated only for native aortic valve and surgical bioprosthetic aortic or mitral valve replacement only. Therefore, it was off label operation for tricuspid valve replacement. The IFU/training manuals in this section is for the transfemoral (tf) procedure in the aortic/mitral position and were reviewed for relevant insights on using the s3ur with the commander delivery system. The commander delivery system with s3ur thv, us IFU was reviewed as well as the preparation and procedural manuals. Precautions include, 'to maintain proper valve leaflet coaptation, do not overinflate the deployment balloon'. Potential adverse events include, 'device migration or malposition requiring intervention', 'paravalvular or transvalvular leak', and 'valve regurgitation'. A review of edwards lifesciences risk management documentation was performed for this case. Current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (tvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant landing zone calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. The IFU cautions that incorrect sizing of the valve may lead to paravalvular leak, migration, or embolization. The device training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valves (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for malposition (i.e., minimal leaflet calcification, severe septal hypertrophy), balloon valvuloplasty may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate the patient's pre-existing devices as well as complex anatomy could have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. The device was used in off-label implantation in the tricuspid position. As there are no specific IFU or training materials related to tricuspid procedures, the available training materials were reviewed only for information potentially relevant to the device use. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the landing zone, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Edwards extensively trains physicians before they are qualified to use the sapien transcatheter heart valves (all models). The device training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper transcatheter heart valve are also discussed. The device training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate the newly implanted 29mm sapien 3 ultra resilia leaflet's improper coaptation could have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. The device was used in off-label implantation in the tricuspid position. As there are no specific IFU or training materials related to tricuspid procedures, the available training materials were reviewed only for information potentially relevant to the device use. The complaints for improper leaflet coaptation and deployed valve exhibits central regurgitation were confirmed based on the provided imagery. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. It should be noted that the thv was implanted in the tricuspid position. The sapien 3 ultra resilia was indicated for native aortic valve and surgical bioprosthetic aortic or mitral valve replacement only at the original time of implantation. Therefore, this was an off-label operation. As reported, 'the 29mm s3ur was deployed with nominal inflation volume, landing approximately 70/30 on the anterior side of the ring and 90/10 on the posterior aspect of the ring. The commander delivery system was removed. Upon assessing the thv, it was discovered that there was what appeared to be moderate/severe regurgitation and moderate pvl. One of the 29mm s3ur leaflets appeared to be flail. The thv leaflet did not appear "frozen", it appeared to be not functioning properly, greatly contributing to the moderate to severe regurgitation. The 29mm s3ur thv also did not appear to be completely stable'. In this case, the native leaflets were overhanging over the outflow side, and the valve was asymmetrical deployment with oval shape per imagery evaluation. Native leaflets hanging over and covering the outflow of the valve, which could lead to reduce coaptation of the valve leaflets, resulting in improper leaflets coaptation and central regurgitation. The valve leaflets are in a normally open position and require the back flow/pressure generated to initiate leaflet closure. In additional, asymmetrical valve deployment could also lead to suboptimal valve leaflet coaptation, resulting in improper leaflet coaptation and central regurgitation. Furthermore, the sapien 3 ultra resilia was not indicated for tricuspid valve replacement. As such, available information suggests procedural factors (asymmetrical valve deployment, native leaflet overhang, off label operation) may have contributed the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during implant of a 29mm sapien 3 ultra resilia (s3ur) in the tricuspid position, the commander delivery system and 29mm s3u were inserted into the 16fr esheath+ from the right femoral vein. The valve was oriented in an antegrade fashion (skirt toward the right atria). Valve alignment was performed in the inferior vena cava (ivc) outside of the sheath and the valve was taken across the failed 28mm mc3 tricuspid ring. There was some time and careful consideration with valve positioning in the ring, establishing that the wire and thv were safely within the ring. This required manipulation of the delivery system, adjusting of the flex on the catheter, and repositioning of the working wire (safari extra small) in the right ventricle (rv) multiple times. The 29mm s3ur was deployed with nominal inflation volume, landing approximately 70/30 on the anterior side of the ring and 90/10 on the posterior aspect of the ring. The commander delivery system was removed. Upon assessing the thv, it was discovered that there was what appeared to be moderate/severe regurgitation and moderate paravalvular leak (pvl). One of the 29mm s3ur leaflets appeared to be flail (not coaptating properly, like a flag in the wind). The thv leaflet did not appear "frozen", it appeared to be not functioning properly, greatly contributing to the moderate to severe regurgitation. The 29mm s3ur also did not appear to be completely stable. The decision was made to add +5cc to a second commander delivery system to better secure/anchor the s3ur within the ring. This task was carried out successfully. The s3ur was expanded utilizing all 5 additional ccs. However, post dilation, moderate to severe regurgitation in conjunction with pvl remained and one of the thv leaflets still appeared to be flail. After much deliberation the heart team decided against the risk of placing a 2nd valve and to end the procedure. The procedure was completed, 2nd delivery system removed access sites closed, etc. And the patient was taken to the recovery room in stable condition. Future treatment options would be discussed amongst the team.